Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient receiving unknown baclofen 2000mcg/ml for a total dose of 399.7mcg/day via an implantable pump for intractable spasticity. It was reported per doctor the patient presented to the hospital with suspected peritonitis. The cause of the event was not determined. This was the patient's status post pump replacement on (B)(6) 2018. The hcp noted the patient was transferred to another hospital for antibiotics. It was unknown if the event was resolved at time of report. Surgical intervention did not occur and was not planned. The patient's (B)(6). The patient's medical history was asked but unknown. The patient's status at time of report was alive-no injury. The event date was (B)(6) 2018. No further complications were reported/anticipated.